Event description:
It was reported when using the bd pyxis medstation es system drawer 4 and 5 were off the bus. The customer added that the users were unable to retrieve medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional/correction information for the initial MFR 2016493-2024-01614 was provided in section d1, e3, h6, and h11. Upon investigation of the actual device used in this incident it was determined that the hh 3.2 bus cable not seated properly. The field service engineer reconnected bus cable to resolve. The system functioned as intended after troubleshooted by the field service engineer. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported when using the bd pyxis medstation es system drawer 4 and 5 were off the bus. The customer added that the users were unable to retrieve medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the bus cable not seated properly. The field service engineer reconnected bus cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.